Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the smart stent tip did not fully expand in the superior mesenteric artery. There was no effect on blood flow. The patient originally had a thoracic aortic aneurysm and a computerized tomography angiography (cta) found a dissection in the superior mesenteric artery. A non-cordis bare stent was placed first and then the smart stent was placed to expand the non-cordis stent. The dissection site was successfully repaired during the thoracic endovascular aortic surgery, however the image looked awkward. The bare stent was implanted then found the smart stent didn¿t fully expand. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use (IFU) with nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter is 7mm and the target lesion is 8-10mm. The type of sheath introducer used was cordis, size mpa1. The size guiding catheter used is 8f. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. There was no difficulty or resistance noted while crossing the lesion with the stent. The lesion was not post-dilated after stent implantation.

Manufacturer narrative:
During an interventional procedure, a smart control 120 8mm x 80mm did not fully expand in the superior mesenteric artery. There was no effect on blood flow. The patient originally had a thoracic aortic aneurysm and a computerized tomography angiography (cta) found a dissection in the superior mesenteric artery. A non-cordis bare stent was placed first and then the smart stent was placed to expand the non-corids stent. The dissection site was successfully repaired during the thoracic endovascular aortic surgery, however the image looked awkward. The bare stent was implanted then found the smart stent didn¿t fully expand. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use (IFU) with nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter is 7mm and the target lesion is 8-10mm. The type of sheath introducer used was cordis, size mpa1. The size guiding catheter used is 8f. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did pass through acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. There was no difficulty or resistance noted while crossing the lesion with the stent. The lesion was not post-dilated after stent implantation. The product was not returned for analysis. A device history record (DHR) review of lot 17618336 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Film review: a still image (jpeg) and a moving image (digital film) were received from the customer. The still image shows a self-expanding nitinol stent within an anatomical vessel. The still image shows a guide catheter looped through a vessel with a guide wire protruding from the distal tip and appears to be passing through the stent and into the native vessel beyond. There is a self-expanding nitinol stent through which the guide catheter is passing. There is no radiopaque contrast present. There does not appear to be another stent present in the field of view. The moving image, which is eight seconds in length, shows a self-expanding nitinol stent present. A guide catheter is present proximal to the stent and radiopaque contrast is introduced to the stent midway through the run. The stent appears to be well-expanded and well-apposed, with no sign of a dissection present. There does not appear to be another stent present in the field of view. In summary, there is no balloon-expandable stent present in either of the images provided, therefore these images neither confirm nor exclude the introduction of another stent during the complaint procedure. The reported ¿stent-ses -incomplete expansion¿ could not be confirmed as the device was not returned for analysis. The films received relating to the above procedure are also unable to confirm the reported event. The exact cause could not be determined. However, vessel characteristics of tortuosity, procedural or handling factors may have contributed to the reported event. The product information for safety states ¿if incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician¿. The cordis s.m.a.r.t. System is designed to deliver a self-expanding stent. The off-label use of this stent for expansion of a non-cordis sstent may have attributed to difficulty experienced. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported malfunction; therefore, no corrective/preventive action will be taken.